Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the index procedure, there was difficulty tracking around the tortuous vessel in the thoracic aorta. There was a need to use excessive force. The device was eventually delivered and is in the patient, but the delivery system did not track well and buckled when navigating the thoracic aorta distal to the arch. The second stent graft delivery system had difficulties tracking through the thoracic arch and did not confirm properly which led to bird-beaking in the distal main in the descending thoracic aorta. The third device had no issues being advanced and successfully implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (kink, positioning difficulties); patient¿s condition affected effectiveness of device (anatomy related; vessel tortuosity); conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; vessel tortuosity). (B)(4).